Manufacturer narrative:
Complication rare but not unk, no evidence of malfunction of the device but rather an inherent risk of contact lens wear.

Event description:
Pt has been reported to suffer from a corneal ulcer. The lens that supposedly caused the ulcer was from so# 426250, as 7285-0300. It could not be confirmed if the pt had been put on antibiotics or any other medication for treatment.